Event description:
Customer reported during a chemo infusion, the set separated where the upper fitment connects to the silicone tubing. No patient/user injury. No further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Set discarded at the facility per internal protocol. Device history record review could not be performed because no lot number was identified.